Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer experienced an application error affecting culture reading workflow. It appears that the sample processing was completed prematurely. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer asked why the sample was completed."

Event description:
It was reported that while using bd synapsys¿ the customer experienced an application error affecting culture reading workflow. It appears that the sample processing was completed prematurely. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer asked why the sample was completed."

Manufacturer narrative:
H.6 investigation summary the customer reported a sample had been completed, this was recorded on synapsys material number 444150, serial number (B)(6). The investigation showed that the sample had been discarded by the tla as a result of a read timeout from bea for the container. The customer was advised to re-run the sample and the issue did not re-occur. This is an unconfirmed failure of a bd system, the root cause is unknown. Risk- per baltrm-synapsys-aph revision 25, the hazard associated with this failure would be a user inconvenience which is an s1; row ID 61. Complaint history- complaints for setup/configuration were under statistical control for the month of february. No trend was detected. DHR/bhr: DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation. H3 other text : see h.10.